Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called. Customer was riding his bicycle; lost his vision due to low blood glucose and crashed into wall. The paramedics stated that the blood glucose reading was 90 mg/dl. The paramedics transported customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.